Manufacturer narrative:
(B)(4). A device history review could not be conducted since the lot number was not provided. The device has not been returned to the manufacturer for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: the capio needle broke while in use. The patient's condition was reported as fine.